Event description:
The customer reported the image would disappear temporarily during angulation in the up/down direction. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (image disappears) was confirmed and found to be caused by disconnection of the image sensor cable. In addition, service found the angulation lock lever was difficult to move, adhesive on the bending section was chipped, and multiple parts of the device were damaged due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Required attempts were performed to obtain additional information; however, no new information regarding the reported event was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the charge-coupled device (ccd) unit, or the failure of the internal circuit board of the scope connector caused the event. The root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.